Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-03439. It was reported the pt is experiencing his scs programs auto-reducing in addition to experiencing scs ipg pocket stimulation. Lead diagnostics showed low impedance values for the pt's scs lead. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.